Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle was break. The blood glucose value was 210 mg/dl. Customer stated that the needle was fractured while in the body and the plastics sheath blocked the sensor. The product will return for the analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor base. Also, performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Also, visually found sensor with cannula in full during analysis.